Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 module. On (B)(6) 2024, the initial troponin result was 247 ng/l. The patient had a new sample collected and the troponin result was 4 ng/l. The doctor questioned the initial sample result and the customer repeated the sample the next day. On (B)(6) 2024, the initial sample was repeated and the result was 3 ng/l with flag.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.